Manufacturer narrative:
An investigation of the reported condition was performed. One decontaminated sample with lot number was received for evaluation. After performing visual inspection, the condition reported was not observed. The product specifications meet all quality acceptance criteria. The reported condition was not confirmed. The received product(s) or supporting materials does meet specifications. The device history record (DHR) file was reviewed indicating that product was released meets all quality standard requirements. The root cause could not be determined as the manufacturing process was review found that product was manufactured in accordance with the specifications required under official documents formula sheet and general inspection standard. The product analysis did not confirm that there was any issue that contributed to the reported condition. Formal investigation action being taken to address this issue. The process is running according to product specifications meeting quality acceptance criteria. We will keep monitoring the process for any adverse trends that require immediate attention. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Submit date: 4/21/17 an investigation is currently under way; upon completion the results will be forwarded. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer states an rn flushed a needleless connector then attached to the patients IV catheter. After the rn attached the needleless connector to the IV catheter, the patient¿s blood and IV fluid were seen flowing out of a hole in the needleless connector.